Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A review of the device history record showed the device had a manufacture date of 14nov2019. The review was performed from the date of manufacture to the present date 15jun2021. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
Received a copy of the customer's medsun report from FDA which states, "at the beginning of rn's shift, a new fentanyl bag was hung new tubing was not needed, so it was a full 100ml bag. At 0550 the IV pump channel alarmed fluid side empty. There was air all the way to the distal end of the pump channel, the bag was empty, the tubing chamber was collapsing on itself, however there was still 20ml to be infused. A new bag was hung. Day shift rn was aware of the issue, should it happen again. The channel alarmed air in line for day shift rn and bag was empty with approx iml vtbi. Concerns made by this rn to nurse manager at beginning of noc shift. Channel changed out and work order placed". There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 14nov2019. The review was performed from the date of manufacture to the present date 03jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Although requested, product has not been received.

Event description:
Received a copy of the customer's medsun report from FDA which states, "at the beginning of rn's shift, a new fentanyl bag was hung new tubing was not needed, so it was a full 100ml bag. At 0550 the IV pump channel alarmed fluid side empty. There was air all the way to the distal end of the pump channel, the bag was empty, the tubing chamber was collapsing on itself, however there was still 20ml to be infused. A new bag was hung. Day shift rn was aware of the issue, should it happen again. The channel alarmed air in line for day shift rn and bag was empty with approx iml vtbi. Concerns made by this rn to nurse manager at beginning of noc shift. Channel changed out and work order placed". There was no patient harm.